Manufacturer narrative:
The model and lot numbers were not reported. Umber has been reviewed and no quality issues were noted. The device will not been returned for analysis as it was implanted; therefore the complaint could not be determined. Per onyx instruction for use: "indication for use: presurgical embolization of brain arteriovenous malformations (bavms)." In this event, onyx was used to stop the blood flow through a carotid cavernous fistula to an aneurysm located in the vein of labbé. Per onyx instruction for use: use only ev3 approved, onyx¿ les/dmso compatible micro catheters indicated for use in the neurovasculature and ev3 syringes. Other micro catheters or syringes may not be compatible with dmso and their use can result in thromboembolic events due to catheter degradation. In this event, a competitor's non-dmso compatible catheter was used with onyx.

Event description:
Medtronic received information that the patient's right ophthalmic artery was unintentionally occluded by onyx. The patient underwent onyx embolization procedure of a saccular unruptured aneurysm located within the vein of labbe. The physician was able to coil the carotid cavernous fistula, through the venous side as planned, however that did not stop all the blood flow to the aneurysm, which is 1cm. The neck of the aneurysm was 5mm. The physician attempted to go through the arterial side but the onyx released too soon, blocking the ophthalmic artery to the right eye and part of the carotid artery. Due to the onyx blocking the carotid artery, the surgery was stopped and the patient was started on blood thinners and fluids to prevent a stroke. Since the onyx is blocking the ophthalmic artery, the patient has permanently lost the vision in her right eye. The physician stated that the complications were not related to the products used in the case. It was reported that the catheter used during the procedure was a non-dmso compatible catheter.